Manufacturer narrative:
Onsite functional and visual examination was performed was performed by a manufacturer representative. The detector was replaced and the issue was resolved. The system passed a system checkout. The system was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device. It was reported that the 3d scan had artifacts in it. This only occurred when settings were high. It was usable and the site was able to use it just fine. There was no patient impact reported and a reported delay of 5 minutes.